Event description:
The customer reported that the central nurse's station (cns) alarms are coming across and not matching the waveforms that are displayed.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at mercy health partners reported that the alarms on the central nurse's station (cns) (pu-681ra sn: (B)(6) ) were not matching the displayed waveforms. The unit was reported to alarm for asystole during a normal qrs complex and bradycardia and tachycardia had incorrect values. Service requested/performed: troubleshooting. Investigation summary: nka technical support (ts) requested further details however the nurse only had pictures. Nka ts provided the bme with event investigation documents to provide to the staff. Additional attempts were made to request additional information for investigation, receiving no response. From the information available, it is not possible to determine how the system responded or why. The cns operator's manual advises customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Cns operator's manual warns that it is not possible to obtain 100% accurate detection of every arrhythmia. If there is any doubt about the arrhythmia analysis, make the monitor relearn the patient's ECG and check that the dominant qrs is appropriate. Determination of severity (s): lack of alarms matching waveforms could cause a delay in response, assessment and treatment as the clinician would not have confidence the mismatched alarms and waveforms. Different arrhythmias which cause the monitor to alarm have different treatments. This clinician would need to seek alternate means of monitoring to assess monitoring this would also contribute to the delay in assessment and treatment, which could lead to patient harm. Based on the numbers of patients, it will be difficult for staff to cover all the patients that need to be assessed and placed on an alternate device. No adverse patient event has been reported relating to incorrect alarms on product pu-681ra. The root cause could not be identified since the necessary information for the investigation could not be obtained. Investigation determined the issue poses medium risk. Due to the lack of information available, further investigation is limited.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) alarms are coming across and not matching the waveforms that are displayed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) alarms are coming across and not matching the waveforms that are displayed.